Manufacturer narrative:
The customer requested that a new ups be ordered for the system. No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported that there was file corruption error message followed by a loss of system functionality. There is no report of patient injury or death associated with this event.